Manufacturer narrative:
Event occurred on an unknown date in 2020. Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a DHR review was not performed for this pi. This lot was manufactured by (B)(4). Please reassign this task to the correct group. Part number: 04.038.390-us, lot number: 52p8169, part manufacture date: april 29, 2020, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 90mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a proximal femoral nailing system (tfna) long nail, titanium helical blade, and a locking screw due to improper insertion of titanium helical blade on initial surgery. The initial surgery was performed on (B)(6) 2020. The procedure was successfully completed with no surgical delay. The patient's status is unknown. Concomitant device reported: unknown locking screw (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) tfna fenestrated helical blade 90mm. This is report 2 of 2 for (B)(4).